Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been experiencing syncopal events and the right ventricular (rv) pace/sense portion of the lead was exhibiting no capture. The lead remains in use. No further patient complications have been reported as a result of this event.